Manufacturer narrative:
Result: glide rod.

Event description:
It was reported by service report that the siderail could not be pulled out so it could not be raised. No pt involvement or adverse consequences are reported.